Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the number 8 endotracheal intubation device leaked after intubating the patient. The product had a tapered cuff and the leak occurred at 100%, which made the team pass a number, something that was not always adequate. The tube was replaced.